Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator recorded an atrial tachy response (atr) event that showed 26 hours of atrial fibrillation (af) and it was inquired why was the atrial burden blank for the entire year. Technical services reviewed this case and noted this episode happened more than a year ago. While reviewing the electrogram to verify the patient was not in af, noise and loss of capture were noted on the right ventricular (rv) lead. The caller health care professional noted this is a known issue with this lead. The patient did not want the lead revised, so it was reprogrammed twice. This patient's system is programmed essentially as left ventricular only pacemaker. This rv lead remains in service and no adverse patient effects were reported.